Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons became intermittently unresponsive 2 weeks ago. She noted that the ok button symbol is worn, and confirmed that the keypad is intact. The pt stated that she swims with the pump occasionally; wipes the pump with water; and wears the pump in her bra.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.